Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received. (B)(4).

Event description:
A surgeon reported an unexpected postoperative refractive outcome after implanting a toric intraocular lens (iol) in a patient's left eye. The surgeon noted that the lens had rotated of axis 10 degrees. The surgeon has not decided on further treatment or plan for intervention. Additional information has been requested.